Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had been emitting tones continuously since it was interrogated one day earlier. A save to disk and memory dump was performed. No issues werre discovered with analysis but due to abnormal device beeping, an electrical problem could not be ruled out. The beeping stopped after interrogation. Additional information was received stating the device was explanted for a low voltage alert.